Event description:
It was reported that the atrial lead, right ventricular lead, and left ventricular lead were explanted for an unknown reason. No other information was available.

Manufacturer narrative:
The reported event of leads explanted due to an unknown issue was confirmed. As received, a partial lead was returned in two pieces. Visual examination noted an external insulation abrasion breaching the outer insulation and all outer coil filars found abraded proximal to the suture tie impression. The cause of reported event is consistent with friction to device can which abrades through a conductor. Correction: d4. Primary unique device identification (UDI) number should have been (B)(4), rather than (B)(4).